Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bleeding that required medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by spouse that due to bleeding, patient sought medical attention after wearing a pod. Despite good faith attempts for details about medical treatment, no additional information was provided.